Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006-, product type: programmer, patient. Product ID; 377760, lot# v009187, implanted: (B)(6) 2006, product type; lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377760, lot# v009187, implanted: (B)(6) 2006, product type; lead. Product ID: 3708220, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 3487a-56, lot# v241048, implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-56, lot# v174727, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient just had their battery replaced. The battery died on their old implantable neurostimulator (ins). The patient had the ins for 7 years. At first the patient thought the battery died too early but then they found that they were using the higher rate and that was the reason the battery did not last as long.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the battery depletion was normal. The patient did not require hospitalization due to the event, and the patient outcome was reported as no injury.